Manufacturer narrative:
Device investigation on the received parts show mechanical damages to the conductive link. However, measurements performed confirm that the demodulator and the floating mass transducer perform within normal limits. Due to the incomplete received status the root causes of the malfunction is not known in detail. According to the patient report the device was explanted after having been inadvertently damaged during a "sincerum" treatment of the ear. The patient was re-implanted with a bone conduction implant. This is a final report.

Event description:
After a "sincerum" treatment the patient was experiencing intermittencies with the vorp. Ten days ago the patient was no longer able to hear when using the device. Since activation the patient reported hearing a 'rainy sound' with the device. Additionally a tinnitus both with and without the audio processor was reported by the patient. Several repositioning surgeries to correct the position of the conductor link have occurred since implantation. The patient has a history of cholesteatoma and ear wax build-up. Additional troubleshooting was indicative of a device failure. The device has been explanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
After a sincerum treatment the patient was experiencing intermittencies with the vorp. Ten days ago, the patient was no longer able to hear when using the device. Since activation, the patient reported hearing a 'rainy sound' with the device. Additionally, a tinnitus both with and without the audio processor was reported by the patient. Several repositioning surgeries to correct the position of the conductor link have occurred since implantation. The patient has a history of cholesteatoma and ear wax build-up.